Manufacturer narrative:
The mayfield modified skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the complaint is unconfirmed as slippage could not be duplicated. When the clamp was properly positioned and put under pressure, it did not slip. Unit has a slight up and down movement in the lock, but it will not move once placed under pressure. As a precautionary measure, the disk ratchet and retaining ring will be replaced. Root cause - the probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) slipped while in use on a patient while undergoing "c3-7 laminectomy; c3-t2 fusion with instrumentation with neuromonitoring." The patient was moved back to stretcher and a 2nd mayfield was applied. The patient then returned to the table with the case continuing as per usual. There was surgical delay of approximately 45 minutes (extra time spent under anesthesia); however, the patient was not injured.